Manufacturer narrative:
There are five devices reported by the customer on the same day for the event of positive culture test and with a final negative test for bacteria. These devices are captured in medwatches with patient identifiers: (B)(6). This medwatch is for patient identifier (B)(6). This device has been returned and evaluated. As reported by customer there is no presence of bacteria in the device now. Other observations for the device are: leak in the distal end biopsy channel and presence of incisions; distal end c-cover incision is less than the threshold; the light guide lens has cracks; the insertion part distal end rubber coating (a-rubber) coating glue is chipped; bending tube is shortened; plug unit has damaged housing; and control unit wire stopper has angulation play and angulation is less that the specified value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer reported that of the twenty-two scopes tested, five of which this is one, tested positive for bacteria. There is no reported harm to any patient. Customer was performing further tests on the device and the final test result was the device was free of any bacteria. This device was returned for the issue of damage to the working channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-tested the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.